Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (252 mg/dl) due to eating more food than customer had bloused for. Customer delivered a bolus to address the issue. Additionally, the customer reported entering an incorrect value into the pump multiple times during bolus delivery and blood glucose dropped between 74-85 mg/dl. Customer ate carbohydrates to address the issue.